Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The sr field consultant reported via phone call that the customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer got the low a day after training while at work. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer could not be reached. The customer was also having issues with sensor glucose versus blood glucose differences of 50 to 100 points. The insulin pump will not be returned for analysis.